Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A 28mm c-taper +5 head detached from osteonics hip stem. As originally reported in adverse consequences details: "patient dislocated hip due to the implant head detaching from the hip stem [disassociation]. Hip revision was performed on (B)(6) 2018..."

Event description:
28mm c-taper +5 head detached from osteonics hip stem. As originally reported in adverse consequences details: "patient dislocated hip due to the implant head detaching from the hip stem [disassociation]. Hip revision was performed on april 16, 2018..."

Manufacturer narrative:
Additional information: patient identifier; dob. An event regarding revision due to disassociation of a metal head from an unknown osteonics stem was reported. The event was confirmed based on clinician review of the x-rays provided. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: clinician review of the medical records provided the following comment :x-ray confirms disassociation of the head from stem. Additional information such as operative reports, patient demographics, clinical past medical history, and serial x-rays are needed. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: clinician review of the medical records confirms disassociation of the head from stem based on the x-rays provided. Additional information such as device ID, operative reports, patient demographics, clinical past medical history, and serial x-rays are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.